Event description:
Information was received indicating that during testing the pump failed accuracy at +11.55%. No adverse patient effects were reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Found fluid ingression on pump by the chassis of the expulsor, which damaged the expulsor gasket causing inconsistent delivery issue. Replaced the expulsor assembly. The cause of the reported problem was customer induced via fluid ingression into the main body of the pump as a result of the customer improper cleaning of the pump. A DHR (device history review) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.